Event description:
The user facility reported during a patient procedure that the capsule cup broke apart into the patient from their advance endoscope delivery device and had to be retrieved using a laryngoscope and magill forceps. The reported event resulted in the procedure being cancelled.

Manufacturer narrative:
Steris requested the device subject of the reported event be returned for evaluation; however, user facility personnel had already discarded the device. As the device is not available for evaluation, steris is unable to determine the cause of the reported event. The device history record for the subject lot was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. The instructions for use (IFU 731119) contains the following instructions, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." No additional issues have been reported.